Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd arterial blood collection device was cracked. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: when taking out the arterial blood collection device on (B)(6), 2023, it was found that the arterial blood collection device was cracked, so it was replaced and discarded.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd arterial blood collection device was cracked. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from chinese: when taking out the arterial blood collection device on (B)(6) 2023, it was found that the arterial blood collection device was cracked, so it was replaced and discarded.